Manufacturer narrative:
Evaluation summary: we checked the returned scope and confirmed the blurry image due to a condensation between ccd and lens, so we replaced the ccd bundle unit (distal end body with channels). Correction information: g6: follow up #1. H3: device evaluation. H6: coding changed based on the investigation result: component code. Additional information: h2: type of follow up. H6: coding added based on the investigation result: type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
Patient unique identifier: we didn't get any information. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The device was returned, but it's still under investigation,so the results of the investigation will be provided in a supplemental report.

Event description:
There is blurry image between ccd and lenses. This event occurred at the time of during inspection. There was no report of patient harm.